Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. On thursday, (B)(6) 2025 around 9 pm., the patient was taken to the hospital after being involved in an accident after colliding with two vehicles because his blood glucose level was less than 20 mg/dl. The patient reported that he might have fainted, he was unable to recall specific details about the event. When the patient arrived at the hospital the cgm reading was 79 mg/dl and the bg reading was 259 mg/dl. He was treated with IV medication and glucagon at the emergency room (ER). A fingerstick was taken at the hospital the following morning, (B)(6) 2025 at around 4 am. The bg reading was checked and was normal, but he was unable to recall the precise value. Of note, the patient was taken to the hospital on (B)(6) 2025 around 9 pm and was discharged the following morning, (B)(6) 2025 at around 4 am. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator after the car accident. The reported glucose values fall within the c zone of the parkes error grid checked at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.